Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient reports started experiencing pain in right buttock about a week ago. Pt states pain radiates to hips and down leg. Pt states feels electricity when sits or lays down. Pt inquired about turning therapy off. Agent walked pt through turning therapy off. Pt will leave therapy off and assess symptoms. Pt was redirected to follow-up with hcp.